Event description:
I had essure implanted in (B)(6) 2015. I had to go back to the doctor several times because of heavy bleeding, pains in my stomach and stomach swelling. I finally get them to do a stomach scope and hysteroscope and an ablation. Went in for surgery (B)(6) 2016. My doctor was able to remove my tubes and coils. I had 3 polyps and some scaring from the essure. He removed those and done an ablation. . He also said I was starting to get endometriosis. Before essure I have also been very healthy and no problems. I am just thankful that I got these out as soon as I did. I only had these in for 5 months and already was causing these damages to my body.